Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant, gunther tulip filter on (B)(6) 2010 as prophylaxis due to trauma. Pt alleges post implant deep vein thrombosis, foot embedded into the wall of the ivc. Pt further alleges anxiety, depression. The filter has not been removed